Event description:
Last year a bystander pulled the peg tube. Because of this, the patient has a buried bumper and an inflamed stomach. Week 10 in 2019, new tube replacement and a part of the stomach removed due to the infection.

Manufacturer narrative:
Reference record (B)(4).

Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. Catalog number is the similar us list number, the international list number is unknown. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in the netherlands underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported on (B)(6) 2019 that last week the patient visited the ward. Pus was present and dipping was not possible. It appeared that the patient had a buried bumper after he went to the gastroscopy. Surgery will be done in 2 weeks.